Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was selected and advanced for dilation. Upon first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter with a coyote es inner packaging pouch. The batch number on the packaging and device matched the reported batch number. There was blood in the wire lumen. The distal tip was damaged. Magnified inspection revealed the inner shaft within the distal balloon cone was buckled. There was a hole at the distal end of the buckled inner shaft. The diameter of the hole was slightly larger than the outer diameter (od) of the wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. When positive pressure was applied with an inflation device filled with water, the water emitted from the distal tip. The balloon presented no irregularities in the balloon material. There was no evidence of any product quality deficiencies contributing to the reported balloon burst and damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left popliteal artery. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was selected and advanced for dilation. Upon first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.